Event description:
Customer reported the insulin pump kept going into threshold suspend and customer was unable to clear the alarm. Customer stated the alarms kept alarming even though she had cleared it. Customer also reported that they had changed the threshold suspend range from 80 to 70. Customer's blood glucose was 66 mg/dl. Customer was advised how to use feature. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.